Manufacturer narrative:
The reported short eri to eos margin was caused by hv charging due to vf episodes followed by a capacitor maintenance. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that premature battery depletion was suspected. The device progressed from eri (elective replacement indicator) to eos (end of service) in less than 1 month. The device was explanted and replaced.